Event description:
It was reported that during a peripheral treatment procedure, removal difficulties were encountered and the guide wire was broken. The patient was undergoing a tunnel catheter insertion. Vascular access was obtained through a jugular vein. The amplatz guide wire was advanced through an unknown 19 gage needle. At an unspecified point, the guide wire would not advance further. The needle was removed without issue, but the physician was still unable to advance the guide wire. He then attempted to remove the amplatz, but was not able to. A hemostat was utilized to enlarge the access site which allowed for removal of the wire. Upon removal, it was noted that the outer core of the guide wire had unraveled and the inner wire was broken approximately 2cm from the tip. The guide wire was removed from the patient with no fragments remaining inside the patient. The procedure was completed with a different amplatz wire and entry system. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: visual analysis of the returned device observed that the distal end was severely elongated and unraveled. The teflon coating was scraped at 42cm from the proximal end extending approximately 1cm. The core wire was fractured at 74.5cm from the proximal end, near the area where the wire is welded to the ball. Outer diameter measurements taken at undamaged portions of the device met specifications. External analysis revealed no material anomalies were identified and concluded that the fracture occurred due to torsion overload motion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a peripheral treatment procedure, removal difficulties were encountered and the guide wire was broken. The patient was undergoing a tunnel catheter insertion. Vascular access was obtained through a jugular vein. The amplatz guide wire was advanced through an unknown 19 gage needle. At an unspecified point, the guide wire would not advance further. The needle was removed without issue, but the physician was still unable to advance the guide wire. He then attempted to remove the amplatz, but was not able to. A hemostat was utilized to enlarge the access site which allowed for removal of the wire. Upon removal, it was noted that the outer core of the guide wire had unraveled and the inner wire was broken approximately 2cm from the tip. The guide wire was removed from the patient with no fragments remaining inside the patient. The procedure was completed with a different amplatz wire and entry system. There were no patient complications reported and the patient's status is fine.